Manufacturer narrative:
Corrected data: d4 lot number and model number.

Manufacturer narrative:
The devices were not returned for evaluation. Imagery was provided by the site and revealed the following packaging box and kit box were observed damaged and compressed. The reported events were confirmed based on provided imagery. An in depth evaluation regarding the complaints for shipping storage preparation packaging inadequate sterility not compromised shipping storage preparation packaging inadequate, sterility compromised, and packaging damaged has been documented in technical summary written by edwards lifesciences. The technical summary evaluation confirmed that edwards established manufacturing mitigations are designed to eliminate incidences of inadequately packaged thv kits leaving the edwards facility. Packaging at edwards is thoroughly tested through design verification to prove resiliency to withstand various conditions such as environmental, distribution, and aging. Furthermore, product IFU (instructions for use) and manuals for device preparation and physician training instruct the user to inspect packaging sterile device and not use them if they are dropped, damaged, or mishandled in any way (e.g. Compromised sterility). It should be noted that these mitigations (from manufacturing and the IFU training manual) as identified in the technical summary are still in place. Therefore, complaints related to packaging damage are most likely the result of shipping and handling. Shipping and handling includes various factors that may contribute to a container, shelf box, or shipper box damage. This usually occurs during the transportation of the packaged device between edwards distribution centers and the relevant sites where products are being used or can occur due to mishandling of the packaging. In summary, damage to the packaging during shipping and handling occurs outside of edwards control. In this case, it was reported that the commander ds pouch was ripped in addition to exterior packaging being damaged. The damage to the pouch did not result from a manufacturing non conformance but was likely sustained during shipping and transportation, leading to compromised sterility of the device.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in finland, during the transportation of this sapien 3 kit, the shipper box was damaged. The kit was received by the customer at the cardiology department with the shipper box of the kit damage and the delivery system box damaged.. The pouch of the delivery system was damage, losing its sterility barrier..